Event description:
It was reported to boston scientific corporation that a jinro pigtail was used during a nephrostomy procedure at the end of (B)(6) 2014. According to the complainant, during a follow-up visit that occurred approximately around the end of (B)(6) 2014, it was found out that there was a hole located at the proximal side of the device, outside the patient's body, and urine leaked from the hole. The catheter was cut at the skin side from the hole and fixed with a fixation disk. A discussion about removal of the suspect device occurred however the device came out from the by itself during (B)(6) 2014. The condition of the patient was reported to be good at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Manufacturer narrative:
Complaint not confirmed since there was no hole on the shaft of the catheter. However, the device was returned with a foreign connector, it has evidence of manipulation since the boston scientific's connector was not returned. Additionally, residues were found inside the catheter, it is blocked and a mandrel was unable to insert through the catheter. It is possible that the reported failure "catheter torn" may have been caused due to anatomical/procedural factors that probably limited the performance of the device during its use. Based on all gathered information, the most probable root cause is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.

Event description:
It was reported to boston scientific corporation that a jinro pigtail was used during a nephrostomy procedure at the end of (B)(6) 2014. According to the complainant, during a follow-up visit that occurred approximately around the end of (B)(6) 2014, it was found out that there was a hole located at the proximal side of the device, outside the patient's body, and urine leaked from the hole. The catheter was cut at the skin side from the hole and fixed with a fixation disk. A discussion about removal of the suspect device occurred however the device came out from the by itself during (B)(6) 2014. The condition of the patient was reported to be good at the conclusion of the procedure.